Event description:
It was reported that during preparation, the device did not conduct light. It was noted that no error message was prompted. The procedure was completed using another of the same device. There were no patient complications. Analysis of the returned device identified a fractured fiber connector.

Manufacturer narrative:
Block e1 initial reporter facility name: (B)(6) hospital. Upon return, the device was thoroughly analyzed. During the product analysis, the reported failure was not confirmed. A microscopic inspection found the distorted light was exiting the connector face and burn marks were on the connector face. The observed condition of distorted light exiting the connector can be a result of an internal connector fracture, burn marks on the face was also observed and tip was degraded. A visual inspection found no visible defects and functional test note that the applicator has been used 0 times. Based on the information available, boston scientific concluded that the reported fiber no aiming beam was confirmed. A fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The interaction of the console with the connector having this fracture likely led it to overheat causing the burn marks observed. The instructions for use (IFU) states, "carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. It also states to hold the fiber tip to a non-reflective surface and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to boston scientific for replacement. The device history record (DHR) review confirmed that the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. The investigation conclusion code assigned is cause traced to component failure which indicates that an expected or random component failure without any design or manufacturing issue.